Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-68562 related manufacturer reference number: 2017865-2024-71719 related manufacturer reference number: 2017865-2024-71721. It was reported that the infection was suspected and the leads were visible. The leads were explanted. No patient consequences were reported.